Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00001. It was reported the patient ((B)(6)) experienced ineffective stimulation accompanied by fluctuating impedance values. X-rays were taken and a kink was noted in the lead. Surgical intervention may be undertaken as the next course of action. Additional information received indicated surgical intervention was undertaken on (B)(6) 2017. Intraoperative impedance measurements of the lead showed no anomalies and stimulation was able to achieved by directly connecting the lead to a trial neurostimulator. Although x-rays were reported to have shown a kink in the lead, during the procedure, the extension was noted to be visibly bent in two places. Further surgical intervention may take place at a later date to address the extension. The extension is being added as device 2.

Event description:
Device 2 of 3: reference MFR report: 3008829311-2017-00001, reference MFR report: 3008829311-2017-00163. Additional information received indicated further surgical intervention took place on (B)(6) 2017. During the procedure the extension was found to be damaged due to the patient twiddling the ipg. The extension was explanted and the ipg was relocated from the abdomen to the buttock and the existing lead was connected directly to the ipg. Effective therapy was restored following the procedure and the issue was resolved. The ipg is being added as device 3.